Event description:
It was reported "after connection of the cvc for dialysis to the extracorporea circulation, abundant air entry is evidenced into the circuit due to aspiration from a point of the branches (break) not evidenceable by visual inspection." The procedure was postponed. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00379.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after connection of the cvc for dialysis to the extracorporea circulation, abundant air entry is evidenced into the circuit due to aspiration from a point of the branches (break) not evidenceable by visual inspection." The procedure was postponed. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00378 and 9680794-2025-00379.

Manufacturer narrative:
(B)(4) one unit of proximal piece of the catheter (connector assembly) was returned for evaluation. No damages were noted to the unit. Leak testing of the returned connector assembly was performed per amrq-000075 rev.17 which states "7.3.4 extension line liquid leakage: the extension lines shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Bs en iso 10555-1:2023 states "apply a minimum pressure of 300 kpa. Maintain the pressure for a minimum of 30 s while examining the hub/connection fitting assembly and any other part of the catheter for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." Both luer hubs were individually attached to the leak tester. With the distal end of the metal cannulas occluded, the extension lines were pressurized to 300 kpa for 30 seconds. No leaks were observed. A device history record review was performed and no relevant findings were identified. The complaint could not be confirmed as no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "after connection of the cvc for dialysis to the extracorporea circulation, abundant air entry is evidenced into the circuit due to aspiration from a point of the branches (break) not evidenceable by visual inspection." The procedure was postponed. There was no medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00378 and 9680794-2025-00379.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.